Event description:
Caller states the pt tested 8.0 inr on the coaguchek xs system and 4.3 inr on a comparison lab. Customer had taken an extra dose of coumadin accidentally prior to these results. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.